Event description:
It was reported that the patient implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were removed due to infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator (ipg) (B)(6) 2012; 5086mri implantable pacing lead (B)(6) 2012. (B)(4).